Manufacturer narrative:
Follow-up # 1 (03/17/2011)-device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. However, a secondary issue was noted as label print smeared. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/reporter contacted lifescan (lfs) customer service on behalf of the lay-user/patient on (B)(6) alleging that the onetouch ultralink meter does not turn on. The patient's diabetes is managed with an insulin pump. The power issue began on the evening of (B)(6) 2010. The next morning, the patient reportedly had symptoms described as "cranky and headache." On the day of concern, the patient skipped her insulin dose. There was no allegation of medical intervention for hypoglycemia or hyperglycemia due to the product issue. According to the troubleshooting performed with customer service, the power issue was not resolved. Replacement products were sent to the patient. This complaint is being reported as a malfunction due to the alleged power issue. There is no evidence that the patient suffered a serious injury due to the product issue. The patient did not have any symptoms and did not receive any medical intervention that would suggest severe hypoglycemia or hyperglycemia.